Manufacturer narrative:
Continuation of d10: product ID: afr-00001 (0233658715); product type: 0609-catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a cardiac ablation procedure, a sphere 9 catheter was opened from sterile packaging and a white powdery substance was observed on the resistance knob of the catheter handle. When the substance was touched, it transferred onto the physician¿s glove. The catheter was replaced. The replacement catheter also had a white powdery substance on the resistance knob of the catheter handle. The catheter was replaced again which resolved the issue. There was no patient involved.